Event description:
The customer stated that she received a high control test result of 185 mg/dl. The normal control range is 94-134 mg/dl. The customer also mentioned that when she opened the carton of test strips, the cap was open on the bottle. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.